Event description:
It was reported the device was used during an unknown procedure. It was reported the new tlc55 linear cutter would not fire. A new tlc55 was opened and used without incident. There was no consequence to the patient.